Event description:
At follow-up, it was reported that the rv lead impedance had increased drastically. High thresholds was also observed. Hence, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.